Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. It was also reported the patient underwent a gynecological procedure on (B)(6) 2002 and pelvicol acellular collagen matrix was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital and (B)(6) .

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital and (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted concurrently with an exploratory laparotomy, gortex colposacral suspension, and anterior repair due to a very large cystocele, pelvic organ prolapse, and sui.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, incomplete bladder emptying and incontinence.

Manufacturer narrative:
Date sent to the FDA: 8/1/2017. Patient code: (B)(4) urinary tract infection. It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.